Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to properly load into the jaws of the device and was successfully attached to over-stressed surgical tubing. The sample was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. Although the only remaining clip was able to fire properly, the broken ratchet could prevent the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break but a non-conformance has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips slipped" was confirmed based upon the sample received. One device was returned. Upon functional inspection, the only remaining clip was able to properly load into the jaws of the device and was successfully applied to over-stressed surgical tubing. However, the device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. The device was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break but a non-conformance has been opened to further investigate this issue.

Event description:
It was reported that during a cholecystectomy, clip slippage was observed.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot #73c1700361 investigation did not show issues related to complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a cholecystectomy, clip slippage was observed.